Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the q1 component on ECG "d" was defective. The root cause for the damaged q1 component could not be positively identified. No adverse event resulted from the damaged belt.